Event description:
Info has been received from a physician and from medical records forwarded by the MFR regarding a 44-year-old male pt who received three synvisc injections (8/10/1998, 8/17/1998 and 8/26/1998) in the right knee in the treatment of degenerative arthritis. No effusion was observed prior to injections. Pain post second injection was rated at 1 out of 10 and at 3 to 4 out of 10 after the third injection. The morning following the third injection, the pt awoke with some swelling in the right knee which progressed. Forty-eight hours after the injection the pt had increased swelling and pain in the right knee and a fever of 100 degrees fahrenheit. He was examined by his physician and an arthrocentesis was performed. The pt was placed on crutches and given a knee immobilizer. That same evening due to persistent pain and swelling the pt was evaluated in the emergency room and the knee was re-aspirated; he was started on keflex (cephalexin hydrochloride). Day three (8/29/1998), following the injection, the pt was again evaluated by his physician for complaints of pain, swelling and fever, however, all lab studies were negative for an infection at that time. On 8/31/1998, five days post third injection the pt was re-evaluated by his physician for continuing complaints. Another arthrocentesis was performed and 60 cc's of brown tinged "rather thin fluid" with no apparent pus was obtained. The pt was afebrile in the physician's office. His knee motion was limited due to pain and the knee was noted to have slight warmth. There was no lymphadenitis or lymphadenopathy found. Lab studies were as follows: systemic white blood cell count was 7700; sedimentation rate was normal; synovial fluid white cells 6600 and synovial glucose level was 73. One culture (done 8/28/1998) was positive for staphylococcus aureus. The pt was hospitalized on 8/31/1998 with a diagnosis of septic knee. Treatment included an arthroscopic lavage and debridement (with placement of hemovac drain), unspecified antibiotics and percocet (acetaminophen and oxycodone hcl) for pain. Of note, on arthroscopic examination severe degenerative arthritis was noted in the lateral compartment as well as a lateral meniscus tear which was debrided. The pt was discharged on 9/1/1998 on 2 grams of intravenous cefazolin, percocet as needed and with continuous passive motion machine to use at night and when sitting. On 9/4/1998 the pt presented to the emergency room with general malaise and a mild headache (for past 2-3 days). The pt also complained of slight discomfort in his lower chest and a moderate amount of right knee pain. The knee appeared "clinically improved." The pt's percocet was discontinued and he was prescribed lortab (acetaminophen/hydrocodone bitartrate) for pain. Subsequent follow-up noted improving elevated sedimentation rate and mildly elevated liver enzymes (cause of elevation unk). Distributor's comments: the MFR has filed a separate report on this case in compliance with MDR regulations.